Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump was received with unresponsive button due to flattened dome switch on the buttons. The device had minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported the insulin pump having no button response.there was no significant event reported leading up to the issue. The customer's blood glucose value was 200 mg/dl. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. No further information was provided.